Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The patient was given antibiotics and the device was explanted and the replacement was moved to the right hand side of the body. Event. It was also reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.